Event description:
The event is reported as: when the laryngoscope touched the et tube during surgery, the laser guard foil separated partially from the tube. No part of the foil detached. No reported injury.

Manufacturer narrative:
Product was not received by MFR for eval at time of this report. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.